Event description:
Healthcare professional reported left side "swelled and became about three times as big as before", "yellowish liquid", "implant was in crumbs" and "capsule was swollen and lumpy". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported left implant filled with fluid. Device information was not provided. The device status is unknown.